Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, peeling keypad overlay, stained end cap sticker, peeling address number label and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level and had no delivery alarm. Customer's blood glucose value was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump and injection shots. Customer will be returned device for analysis.